Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 03mar2019. A touchscreen was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the touchscreen revealed that the unit glass is cracked. The touch screen was installed into the fi test graphical user interface (gui) assembly. An investigation was performed and the root cause was isolated to the physical damage on the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 17jan2019. The manufacturer¿s field service engineer (fse) evaluated the device and replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen does not work. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.